Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) had radio frequency (rf) telemetry connectivity issue. The ICD was reprogrammed and rf telemetry was reestablished. The patient was in stable condition.